Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise leading to pacing inhibition of greater than two seconds. Noise was also noted on the shock channel. The noise was reproducible. A technical services consultant discussed that the noise was likely caused by myopotentials and discussed troubleshooting options. The field representative reported that they would follow up with the physician. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise leading to pacing inhibition of greater than two seconds. Noise was also noted on the shock channel. The noise was reproducible. A technical services consultant discussed that the noise was likely caused by myopotentials and discussed troubleshooting options. The field representative reported that they would follow up with the physician. The lead was later explanted and replaced. No additional adverse patient effects were reported.